Event description:
It was reported during an unknown patient procedure that the reamer shaft broke, and the chuck attachment detached during the procedure. The incident had no impact on the technical execution of the surgery but led to a 30 minute surgical delay to bring in a replacement instrument. No consequences or impact to patient.

Manufacturer narrative:
B1, b2, b5, h1: medical device reporting for manufacturers - guidance for industry and food and drug administration staff, issued on november 8, 2016, provides guidance on MDR reporting as it pertains to delay in surgery in section 4.1. It states: "if the failure of a device causes a delay in surgery and this delay may have caused or contributed to a death or serious injury to a patient, then this event would be reportable." For this particular reported event, no impact or consequence to the patient was reported. The guidance goes on to state, "if you determine that your device did not cause or contribute to a death or serious injury, the event may still be reportable if you determine that the device malfunctioned and the device, or similar device you market, would be likely to cause or contribute to a death or serious injury if the malfunction were to recur." Due to the extended exposure of anesthesia of thirty (30) minutes and/or greater and potential complications which can occur during a hip replacement procedure, this event is being reported solely due to the thirty (30) minute and/or greater delay and not the malfunction. G2: complaint information provided by distributor, zimmer biomet. Complaint source is foreign as event occurred in sweden. H3: the customer has indicated the complaint sample will be returned to viant for evaluation but has not yet been received to date. Once the complaint sample is received, it will be investigated and a follow-up medwatch 3500a emdr will be submitted.